Event description:
Pt on bedside monitoring for oxygen sats showing 97% at 0400 4/16/98. When 0400 arterial blood gas done oxygen sat found to be 76.9%. Result verified. Pt removed from bedside monitor since arriving from or with no changes made to equipment or finger probe. Unk when malfunction/questionable readings during last 24 hrs. (Abg's done every 24 hours at 0400 and had matched bedside monitor oxygen sat up until 4/16/98) pt is sedated and on paralytics due to condition and will be for several more days so unable to assess mental status-(unknown if any hypoxia from event).